Event description:
It was reported that this right atrial (ra) lead exhibited undersensing after amplitude dropout. Additional information from the field representative provided the patient was admitted to the hospital overnight after they presented to the emergency room. No programming changes were made at this time. The patient was advised to start anti-arrhythmic medication but refused. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing after amplitude dropout. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.